Event description:
A pt underwent an endovascular procedure in early 2009 via a 6 french procedural sheath placed in the right common femoral artery (cfa). The cfa was reported to have a lumen size of 7mm and was free from peripheral vascular disease (pvd). No other procedural details were reported. At the end of the procedure, a mynx vascular closure device was used in an attempt to achieve femoral artery hemostasis. The operator, in training, deployed the mynx however, some procedural steps were not followed per instructions for use (IFU). It was observed that the operator advanced the advancer tube more than the 2 marks, as indicated in the IFU, thus pushing the sealant into the artery. The balloon was then deflated, the mynx catheter was removed, and the pt was converted to manual compression. The pt was discharged that same day with pedal pulses noted as present. Following discharge (the same day), the pt returned due to pain in the lower leg. It was determined the pt had an occluded right popliteal (diagnostic test method was not reported) and the pt was sent for a surgical embolectomy. The pathology report of material retrieved during surgical embolectomy identified multiple segments of red-brown hemorrhagic material aggregating to 1.5 x 0.9cm. Flow was restored and the pt tolerated the procedure well. No further clinical sequelae were reported.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided, however, the material removed during surgery was sent to pathology for analysis. Per the pathology report, the composition of the occlusion was described as birefringent foreign material. Based on the information provided, the root cause of the incident was most likely due to failure to follow the instructions for use. Step 2 of the instructions for use indicate the following: ensuring that adequate tension is employed on the device handle to keep the balloon abutted against the arteriotomy, immediately grasp advancer tube at skin and gently advance 2 markers.